Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus deliveries. The customer redelivered the bolus and no additional occlusion alarms occurred. Blood glucose level ranged between 400-500 mg/dl.